Event description:
The hcp reported, the pt was experiencing a reduction in spasticity control. The pump had been infusing lioresal. A rotor study was done and reported as positive. The pump was explanted and replaced. The pt experienced no improvement. The hcp reported "may need catheter done."

Manufacturer narrative:
H6. Preliminary device analysis is not complete as of the date of this report. A follow-up report will be sent when analysis is complete.